Event description:
Needle broke in skin (medical device complication). Case description: this spontaneous report received from china and reported by a consumer as "needle broke in skin", concerns a male patient who used novofine (30g) (needle) and novopen 3 (insulin delivery device) for ongoing type 2 diabetes mellitus. The event occurred in 2007 and the event stopped about 12 days later. On the event date at 8am after, the patient injected his insulin, the needle snapped off the base leaving the needle in the stomach skin. Immediate x-ray examination showed indication of the needle presence in stomach and needle was surgically removed by doctor. The patient suspected the quality of the product. The patient did not change the needle until it became blunt. It is reported that the patient has been trained in the use by the doctor. No function check was performed. The patient has not yet recovered. He is receiving dressing change treatment.

Manufacturer narrative:
Analysis result: product: novofine 30g, lot number: unk, needle conclusion: microscopical examinations performed. The needle tube is broken off at the needle hub. Product: novopen 3, lot number: sug0058, device conclusion: visual and functional examinations were performed. The force required to depress the push-button was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. Reporter's causality: unk.